Manufacturer narrative:
Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif) of the ankle on (B)(6) 2019, the threads of a variable angle locking screw peeled off when inserted through plate. The screw locked into a plate and the surgery was continued. Fragments were generated and removed easily. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant devices reported: plate (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.7mm va locking screw. This is report 1 of 1 for complaint (B)(4).